Manufacturer narrative:
This report is submitted on january 04, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently, was placed under general anaesthesia on (B)(6) 2017 to replace abutment. The implanted device remains.